Event description:
It was reported that in 2009 pacing/sensing failure due to dislodgement was noted. The lead was repositioned. In the next day, it was noted that the pacing/sensing failure and dislodgement had occurred again. The lead was explanted and replaced.

Manufacturer narrative:
Na